Event description:
It was reported that an ilet pump produced atypically loud noises during motor rewind and the user experienced repeated insulin occlusion alerts despite multiple supply changes, which the agent identified included an improper adapter-to-cartridge connection outside the pump that could contribute to leaks or occlusions; the device was replaced and supplies were sent, and the user subsequently completed setup with a new infusion set and dexcom g7. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem associated with the pump, consistent with mechanical issues identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.